Event description:
This is a report for an event that occurred in the right eye of a pt. Refer to medwatch 9681121-2012-00018 for a description of the event that occurred in the left eye. It was reported from a pt that a corneal ulcer occurred in both eyes associated with contact lens wear. The pt refused to provide any other info.

Manufacturer narrative:
(B)(4).